Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed with no anomalies found. (B)(4).

Event description:
It was reported that during an implant procedure, the device battery status indicator changed from green to gray, the battery voltage was displayed as 2.84 volts, and wireless telemetry capabilities were lost. The device had communicated earlier and two programmers were attempted during trouble-shooting, but the device was unable to communicate the device was not used and another was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Upon secondary review it was determined that at the time of the event, an alternative route of telemetry was active and functional suggesting that communication with the device was still possible and the device was still able to perform its essential function.